Manufacturer narrative:
Device was not returned for root cause analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was stated that the device had an air in line alarm. The cassette and tubing were disposed of given the hazardous nature of the drug contained within. There was no patient involvement, and no patient harm/adverse event reported. There was no patient involvement.